Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer alleged that the pump did not deliver insulin as intended. Reportedly, the pump stopped delivering insulin with no known cause and without the customer's knowledge. The customer resumed insulin to resolve the issue. Customer¿s blood glucose (bg) level increased, however, a specific bg value was not provided. The customer declined troubleshooting and declined to provide additional information.